Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not functioning as intended. A revision surgery was performed and inspection revealed that one of the cylinders was swollen. Therefore, the cylinders were removed and replaced. The cause of the swelling at the side of the cylinder could not be explained in detail at the hospital. The patient improved and had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported swollen cylinder was confirmed as analysis identified bulge with broken fabric threads in the cylinder. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 has a leak in the distal cylinder body that was the result of a sharp instrument damage. It was informed that the sharp instrument damage was occurred during decontamination process and it will considered be a secondary failure. Cylinder 1 has broken fabric threads in the cylinder body that was the result of wear at a fold; small bulge was present. Cylinder 2 has separation fabric threads in the cylinder body when inflated with syringe; no leaks were found. Both cylinders were not pressure test due to that leak and broken fabric threads were identified. The identified of bulge with broken fabric threads could affect the functionality of the device as the reported of mechanical issue. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not functioning as intended. A revision surgery was performed and inspection revealed that one of the cylinders was swollen. Therefore, the cylinders were removed and replaced. The cause of the swelling at the side of the cylinder could not be explained in detail at the hospital. The patient improved and had a stable outcome.